Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (ultra mini). The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began on (B)(6) 2017 about 9am, when she obtained an alleged inaccurately high blood glucose result of ¿527 mg/dl¿ on the subject meter compared to ¿75 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with insulin self-adjuster (humalog prior to meals and levemir twice per day) and in response to the alleged inaccuracy she took her usual 8 units of insulin. She reported that approximately 5 hours after the meter issue began she developed symptoms of ¿sweating, tired, and went to sleep or loss consciousness¿. At around 4pm her husband found her and treated the symptoms with some food. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.